Manufacturer narrative:
One used medflator®ii system was received for analysis. Upon visual examination, cracking was observed at the bonding area of the syringe to the gauge adaptor plate. The medflator was manually plugged in end of the tubing and pressure was applied manually using the syringe; a leak was noted to the crack found in the bonding area. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during coronary angioplasty a smiths medical medflator®ii inflation syringe system would not hold pressure during release of the stent. After further attempts, the inflation system would continue to not keep pressure. The product was then replaced with no reported adverse effects.